Event description:
It was reported that there was loss of image.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: flashing screen probable root cause: cables connectors digital board power supply filter / fuse ac inlet board main board transition board fiber board intermittence between transition board and ch connector fan / insufficient cooling software camera head (sensor, sensor cable) coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp) extension cable intermittence while using rf devices (ex: valleylab) problem toggling light source from camera head connected monitors leaking use error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.